Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens did not advance upon loading the lens and the haptic was damaged or jammed in delivery system. There was no patient contact. Additional information has been received that the distal loop of lens was broken during insertion. There was no patient contact and surgery completed with replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).